Manufacturer narrative:
Unit was received with steady white display due to broken traces on lcd glass. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unit was received with minor scratches on case and minor scratches on lcd window. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. Customer blood glucose reading was 212 mg/dl. Troubleshoot was performed. Customer stated the screen was reading lines and flashing white. Customer stated moisture damage from a water caused the missing segments. Customer was advised to turn back to their back up plan and contact their healthcare provider if is needed. The insulin pump will be return for analysis.